Manufacturer narrative:
The vessel sealer extend (vse) instrument was evaluated by the failure analysis engineering (fae) team. It was determined that the amount of lubricant in the instrument did not qualify as "excessive.¿ the issue could not be reproduced as no other white particles were observed during in-house failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the vessel sealer extend (vse) instrument was used for a surgical task and white particles dropped into the patient. The customer believed the white particles may have come from the lubricant. All particles were removed successfully during the same procedure. The procedure was completed using a backup instrument. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was analyzed and found upon visual inspection to have excessive lubricant at the distal end of the grip tips. A review of logs showed no failures. Additional observations not reported by site: 1. Upon visual inspection, a ceramic dot was found to be dislodged from the grip. The fragment was not returned along with the instrument. 2. The instrument was found to have homing failure during initialization during in-house testing. The blade failed to fully extend during initialization causing the instrument to fail self-test. The knife cable could not be manually extended either. Engineering investigation: the initial failure analysis (fa) was confirmed. The instrument housing was removed, and it was noticed that the knife cable was protruding out, in the gap between the sector gear and knife cover. The knife cable guide was removed, and it was found that the knife cable was frayed in a small area, about 5mm long. The issue was discussed with engineering, and it is likely that the knife cable was damaged prior to install, and constant attempts at trying to extend and retract the knife caused it to fray. No other damage was found on other components such as the knife cover or the sector gear. This would be attributed to component failure. The complaint was confirmed by failure analysis. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.